Event description:
During continous renal replacement therapy on the prismaflex control unit the screen turned red and it stopped. The blood from the extracorporeal circuit was not returned resulting in an estimated blood loss of 268 ml. It was reported the patient received a blood transfusion the following day as patient was anaemic from the onset